Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: photos received by our quality team for investigation. Upon visual inspection, cracked barrel can be observed, therefore the failure is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with kinks in the barrels supply. Actions include adjusting the gap of the barrel support guide on the transfer disk and adjusting the height of the upper barrel support guide on the disc.

Event description:
It was reported by the customer that bd plastipak ¿ luer-lok¿ syringe was broken. The following information was provided by the initial reporter, translated from spanish to english: a patient claim is received indicating that they have not been able to use the product since the syringe was found broken.